Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise resulting in pacing inhibition; the patient experienced bradycardia. Since the patient was subject to intermittent 3rd degree heart block; the lead was capped and replaced on (B)(6) 2018. The patient was in stable condition prior, during and post procedure.